Event description:
It was reported that during a laparoscopic gastrectomy, a part of the tissue pad was detached from the clamp arm at the beginning of operation. The broken piece was retrieved from the patient by forceps. No pieces left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning

Manufacturer narrative:
(B)(4). The device received was returned in good physical condition. The tissue pad was in good physical condition and properly attached to the clamp arm. The device was tested with a generator and was functional. It is possible that the device returned may have been used to complete the procedure and is not the device complained about. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.